Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the associated defibrillator failed self test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.